Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient experienced an erratic heartbeat and stroke after purchasing an "ip hone". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.